Event description:
Surgeon noted white debris in the surgical field during laparoscopic procedure. Had spoken with device rep earlier and noted similar debris before in other cases. Sequestered devices and sent to bio-med.